Manufacturer narrative:
The device was received for evaluation. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event.. The device was found out of specification in relation to the customer reported 'no load set prompt' which was confirmed during evaluation. The reported condition was verified. Evaluation observed a failed upper latch switch as cause of the reported issue. The upper auxiliary was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not prompt to load the set. This occurred during an unspecified process step. There was no known patient injury or medical intervention associated with this event. No additional information is available.